Event description:
A tps cable was sent for eval because it was causing hand pieces to run without activation. The event occurred during a routine field service maintenance visit. No adverse event was associated with the device.

Manufacturer narrative:
The device was not returned for eval; it is not possible to determine the cause the event without an eval of the device.